Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed, and the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument passes engagement and recognition and able to retain clip through engagement but cannot apply the clip. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
It was reported that the jaws of the large hem-o-lok clip applier instrument was not grasping. There was no report of patient harm due to this event.